Manufacturer narrative:
Product event summary: at analysis it was determined that the overlay was out of specification in an electrical manner and that though the device was returned without a stylus the programmer overlay did not align using a known, good stylus. It was also noted that the cord door was broken. The overlay, cord door and the stylus were replaced and software was reloaded and updated. The programmer then passed all console and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.